Event description:
The patient, a child, was using a monitor vista xl and after his death, the monitor continued to show respiration waves and values; and also spo2 values. The ECG cables were connected to the patient. No ECG values were monitored as the child unfortunately came to death. The customer is complaining why the vista xl continued to monitor the resp even after the death of the patient. Also, some spo2 were also monitored after the event.

Manufacturer narrative:
We are in process of gathering additional information from the customer about the incident including placements of the sensors and the specific events that took place at the time of the incident. We need this information for effective investigation and to identify the cause of the product problem, if any. Our device did not cause or contribute to this incident. However, we will report the result of our investigation and the cause of the product malfunction to FDA as soon as they become available. We will provide update to FDA by march 31, 2008 as it takes longer to get information from the foreign country.